Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. On initial inspection, the device was returned within a dispenser coil. The lot number was confirmed with the packaging returned with the device. On visual & microscope inspection, the delivery wire & proximal contact wire were intact, the coil delivery wire was kinked, the main coil was stretched, the suture was damaged and the main coil was broken at the distal end. Functional testing could not be performed as the device was damaged. The reported event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The as reported coil in catheter friction and as analyzed main coil stretched, main coil suture damage and main coil broken/fractured during use will be assigned procedural factors as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent.

Event description:
It was reported that during the procedure, the physician encountered resistance while delivering the subject coil in a microcatheter. Resistance was encountered before the subject coil reached the microcatheter tip and it was unable to be advanced any more. After several unsuccessful tries the physician withdrew the subject coil and replaced it with another device to successfully complete the procedure without any adverse consequences to the patient. The subject coil was returned for analysis and it was discovered that the subject coil had broken/fractured during use.